Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 3778-45 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2009 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient product ID, 3708160 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 3708160 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension. (B)(4).

Event description:
It was reported that a patient had an end-of-life (eol) or end-of-service (eos) message on the programmer. The medtronic representative was going to meet with the patient to see if the implantable neurostimulator (ins) needed to be replaced or if there were any impedance issues. Approximately 4 weeks later, it was reported that the patient had a consultation scheduled with her physician for (B)(6) 2012 to discuss replacing the ins. No impedance testing was done. Approximately 4 months late, it was reported that the ins was replaced on (B)(6) 2012. It was noted that the patient had 3 over-discharge events that caused the need for a replacement. The over-discharge was due to patient non-compliance. The patient was educated on the importance of re-charging and she confirmed that she will be compliant in the future. The patient recovered without sequela, and was receiving "effect therapy". No further information was received.